Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that patient experienced suboptimal vision and vision was out of focus at all distance. In surgeon opinion decreased acuity and astigmatic position correction caused or contributed the event. The patient had retinal detachment following surgery and vitrectomy. She also had yag (neodymium-doped yttrium aluminium garnet) laser before explant. There was no patient impact.

Manufacturer narrative:
Additional information provided in h.3. Corrected information provided in h.6. Correction: on initial MDR the patient code of e083901 was an error. It should have been e081903 on the original MDR. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced saturation/sharp vision and lens has been explanted 8 months following the initial procedure. Additional information has been requested.